Event description:
It was reported that a stent had become dislodged inside the patient. A boston scientific stent was being used for treatment during a procedure. While inside the patient, the physician had noted that the stent had become caught on the guide extension then became dislodged. The stent was then discovered undeployed in the patient's left main coronary artery, and another stent was deployed in order to pin the free-floating stent to the vessel wall. No patient complications were reported due to this event.

Event description:
It was reported that a stent had become dislodged inside the patient. A boston scientific stent was being used for treatment during a procedure. While inside the patient, the physician had noted that the stent had become caught on the guide extension then became dislodged. The stent was then discovered undeployed in the patient's left main coronary artery, and another stent was deployed in order to pin the free-floating stent to the vessel wall. No patient complications were reported due to this event.